Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. The device passed displacement test. It was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked reservoir tube, and broken battery tube threads.

Event description:
Customer reported the insulin pump alarmed motor error and her settings were gone. Device was also prompting her to rewind the device. Customer's blood glucose was unknown but most current was 166 mg/dl. Alarms occurred five times and during manual prime. Customer reported the device was initially alarming it was empty. The device has been exposed through security but not recently. Customer was advised disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device but personal settings were deleted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.